Event description:
Healthcare professional(hcp) reports 3 fiber leaks noted by blood in the dialysate compartment during the onset of the pt treatments. The reported incident occurred after the dialyzers were reused, exact number of times unk. Hcp reports no pt injury or need for medical intervention.